Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3: please see section d9 for when the device was available for analysis. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced and the system functioned as intended. Codes b01, c08 and d02 are applicable to this analysis. H3, h6: the camera was returned to the manufacturer for analysis. Through functional testing, visual/physical examination, and proce duralized device testing, the camera was found to have scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The reported event was duplicated by medtronic personnel. An electrical failure mode was iden tified. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the system displayed a localizer faulted message. A manufacturer representative (rep) reported that she disconnected the camera cart then reconnected it to the main cart. The system displayed a "localizer faulted" and a "localizer not connected" message. The rep noted the camera had a green light on but not an amber light. The rep swapped the camera cart with a camera cart from another system. System displayed "localizer not connected" message. The rep rebooted the system and connection with the camera cart was established. Troubleshooting information was received. The rep clarified the system first said "localizer not connected" and then changed to "localizer faulted". The rep opened network device interface (ndi) toolbox and found: "bump detector battery fault. Return for service", "bump detected. Accuracy assessment recommended", and "storage temperature exceeded". There was a less than one hour delay and no impact on patient outcome.